Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 343 mg/dl at the time of the incident. The customer's blood glucose was 312 mg/dl at the time of call. The customer stated that she treated the high blood glucose with the insulin pump. The customer stated that she was not feeling and had medium ketones. The time of the hospitalization was 1pm and the date of the hospitalization was (B)(6) 2015. The customer stated that she was wearing the insulin pump during the emergency call. The customer declined to troubleshoot for insulin pump. The insulin pump will not be returned for analysis.